Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The mother of the recipient reported that her child was not able to hear from the audio processor (ap). Hence, the mother came for mapping where affected channels were seen. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother of the recipient reported that her child was not able to hear from the audio processor (ap). Hence, the mother came for mapping where affected channels were seen. Re-implantation is considered.